Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 270cc saline breast prosthesis, cat. #3503270, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient who underwent a primary breast augmentation procedure with mentor smooth round high profile 270cc saline breast prostheses on (B)(6) 2004 began experiencing the following in (B)(6) 2005: chronic fatigue, migraines, headaches, severe right side pain, multiple lumps, thyroid issue diagnosis, bilateral kidney pain, food allergies, eczcema, insomnia and 3 miscarriages within a year. The patient reported that one lump was viewed in us in 2011-2012, but no details were provided. The patient believes these issues are caused by her implants and that they are toxic to her body. The patient plans on undergoing explantation without replacement, however no procedure date was provided. This medwatch report is for the right breast prosthesis.